Event description:
Healthcare professional reported a left side rupture, "two siliconomas in armpit, of up to 12.5 mm", and "isolated punctate mcc (microcalfications)". Device remains implanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Continued e.1. Address line 1: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "two siliconomas in armpit, of up to 12.5 mm".

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration: unable to observe. ¿ calcification: not observed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a left side rupture, "two siliconomas in armpit, of up to 12.5 mm", and "isolated punctate mcc (microcalfications)". The device has been explanted.

Manufacturer narrative:
Correction to g.3 aware date of supplemental medwatch #1. Aware date should have been listed as 11/jul/2024. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as fold flaw opening. Silicone migration: unable to observe. Calcifications: not observed. As per the investigation procedure, non-penetrating nick and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side rupture diagnosed by mammogram and ultrasound. Mammogram and ultrasound diagnosed "extracapsular rupture of the left one and presence of two silicomas in armpit, isolated punctate mcc "mammary microcalcifications." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
The device has been explanted.